Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: motor device, burr device. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the initial reported condition of the attachment and burr devices stuck on the drill was not confirmed. Therefore, an assignable root cause was not determined. However, the reported condition of the device falling apart and being unattached, identified during service and evaluation was confirmed. The assignable root cause was determined to be traced to user, which is user error. UDI: (B)(4).

Event description:
It was reported that the burr device was stuck in the craniotome attachment device, which was stuck on the motor device. During in-house engineering evaluation, it was observed that the craniotome had fallen apart ¿ unattached. It was further determined that the device failed pretest for visual assessment. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.